Manufacturer narrative:
(B)(4). The explanted devices, x-rays and operative notes could not be provided, however, the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records were manufactured, packaged and sterilised in accordance with the correct specifications at the time of manufacture. Infection is a known complication with any type of invasive surgery and thus this case is now considered closed.

Event description:
Trinity revision of the ecima liner, ceramic head and two screws after approximately 2 years and 2 months due to infection.